Event description:
On (B)(6) 2011, this pt underwent emergent repair of a ruptured 10.5 cm abdominal aortic aneurysm. A gore excluder aaa endoprosthesis featuring c3 delivery system was implanted at the lowest left renal artery. It was reported there was difficulty cannulating the contralateral gate of the trunk due to the pt's tortuous anatomy and the large aneurysm, so a snare catheter was used up the right side to gain contralateral access on the left. Angiography showed a proximal type I endoleak due to the trunk migrating 4 cm distally, so three aortic extender components were implanted for additional proximal extension. Angiography showed evidence of a type iii endoleak between the trunk and the aortic extender component implanted proximal to the trunk. At this point, the physician reportedly elected to perform an aorto-uni-iliac (aui). Two additional gore excluder aaa endoprostheses were implanted to complete the aui. Angiography again identified a small type iii endoleak at the site of the original type iii endoleak due to a lack of seal between the aui trunk and the initial trunk and first aortic extender component. Additional angioplasty was performed, and final angiography showed resolution of the endoleak. The physician also performed a femoral-femoral bypass. The pt tolerated the procedure.

Manufacturer narrative:
(B)(4).